Manufacturer narrative:
Please note: this medwatch report is associated with MFR #2017233-2016-00876 and MFR #2017233-2016-00877. Implant (B)(6) 2016: UDI for rlt281412: (B)(4); gore excluder trunk-ipsilateral leg component. UDI for plc201200: (B)(4); gore excluder contralateral leg component. UDI for plc201000: (B)(4); gore excluder contralateral leg component. Implanted (B)(6) 2016, gore viabahn endoprostheses: UDI for pac131002: (B)(4). UDI for pac131002: (B)(4). UDI for pac131002: (B)(4). UDI for pac131002: (B)(4). Implanted (B)(6) 2016, gore viabahn endoprostheses: UDI for pac130502: (B)(4). UDI for pac130502: (B)(4). UDI for pac110502: (B)(4). UDI for pac110502: (B)(4). (B)(4). The devices remain implanted, so no engineering evaluation could be performed.

Event description:
On (B)(6) 2016, the patient presented with an abdominal aortic aneurysm which was treated with gore excluder aaa endoprostheses in combination with four gore viabahn endoprostheses. Two gore viabahn endoprostheses were implanted into each of the two contralateral leg components with one of the two viabahn devices extending into the internal iliac artery and the external iliac artery. During the final angiography, an endoleak type 3 between the excluder devices and the two viabahn devices on each side was recognized and the decision was made to monitor the development of the endoleaks. As the endoleaks remained, the attempt was made to repair the ongoing leakage by implanting another four gore viabahn endoprostheses inside into two viabahns on each side, which had been previously implanted on (B)(6) 2016. A follow-up investigation revealed that the endoleaks still persisted. Therefore, on (B)(6)2016, it was attempted to repair the endoleaks with an additional five viabahn devices. The patient is currently doing well.

Manufacturer narrative:
Please note: this medwatch report is associated with MFR #2017233-2016-00876 and MFR #2017233-2016-00877. A review of the manufacturing records verified that the contralateral leg component plc201000/114770917 involved in this event met all pre-release specifications.